Event description:
It was reported that noise and an increase in capture threshold had been observed on the right ventricular lead. The lead was capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.